Event description:
Event description boston scientific crm received information during the procedure to upgrade this patient to a cardiac resynchronization therapy defibrillator (crt-d), that both chronic atrial and ventricular leads were explanted. It was noted that a lead fracture was suspected and that the lead was oversensing. The atrial lead was replaced with another model and the right ventricular lead was replaced with a competitor's high voltage compatible lead.